Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case inside the opened carton. Viscoelastic was dried on the lens. The posterior of the optic was gouged in the center and has multiple scratches. Associated products were not provided. It is unknown, if qualified products were used. Root cause: the reported damage was observed. All lenses are 100% inspected for cosmetic attributes. And the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure a fine scratch was found on the iol optic through microscope. No patient harm reported. Additional information has been requested.